Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision trident cup. The surgeon was explanting the trident cup 52mm implanted in (B)(6) 2017. When it was removed, comments from the surgeon and the assisting registrar were that a lot of the coating on the shell was missing and on further examination, there were small pieces of the titanium metal that had lifted from the surface of the shell. According to the surgeon, there was no evidence of the metal surface being removed by the blade of the explant as there was no metal debris within the wound. There was no evidence of metallosis in the tissues according to the surgeon. I took photos of the implant but could not return the item as it was contaminated with patient tissue which could not be removed.